Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and wait for the insulin to resume. The pump resumed normal operation, and technical support provided tips to prevent future altitude alarms, which the customer acknowledged.